Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that when she activates the bluetooth feature, her receiver turned off on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).